Event description:
Subsequently to the filed MDR report, it was confirmed by the account that the stent implant did not dislodge at all. There was no foreign body left in the anatomy. Additionally, the account reported that the sds was removed in one piece, no separation noted during removal. The hypotube separation occurred via physician manipulation after removal during handling. Another xience xpedition stent was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: type of reportable event changed from serious injury to malfunction. Correction: lot number was updated from 8020941 to 7112441. Device code correction: code 1562 removed. Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that resistance was felt during advancement of the device and force was applied. It should be noted that the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Patient codes: 2687 labeled. (B)(4). Correction: adverse event/required intervention added. Correction: type of reportable event changed from malfunction to serious injury. Patient code 2199 removed.

Event description:
Correction to the case details - after the xience xpedition failed to cross, excessive force was applied resulting in the shaft separating and the stent dislodging within the anatomy. Type of treatment provided for the separated shaft and dislodged stent is unknwon. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. .

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified mid circumflex restenosed artery that was 90% stenosed. A 2.50x38mm xience xpedition stent delivery system failed to cross the lesion as it met resistance with the anatomy. When excessive force was placed the shaft separated into two pieces. Another device with the support of a guideliner was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.